Manufacturer narrative:
The manual resuscitator having high co2 levels could be harmful to patient therapy. Without a part#, returned product, or any further information, complaint cannot be investigated and will be closed. Follow up requests have not resulted in any more information.

Event description:
Concern with high co2 levels.

Manufacturer narrative:
The manual resuscitator having high co2 levels could be harmful to patient therapy.

Event description:
Concern with high co2 levels.